Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was over-sensing. The patient was hospitalized on (B)(6) 2019 and programming changes were made at that time to resolve the issue.